Manufacturer narrative:
The device in question is a previous, now obsolete, version of the device.

Event description:
Patient had initial surgery on (B)(6) 2015. Was revised on (B)(6) 2016 replacing 3 locking caps and adding an additional screw. Five months later, it was noticed the screw head had disengaged from the screw. No injury to patient and revision surgery has not been performed.